Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12may2020.

Event description:
The customer reported the occurrence of an unknown restart diagnostic code. There was no patient involvement. The customer reported that replacing the on/off switch resolved the problem.